Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the pyxis repeated cubie was failed. A field service engineer (fse) checked controller board found no lights on.so, fse replaced the controller board issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es repeated cubie failures occurred, and the medication was scanned, the drawer opened, but the cubie did not. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.